Event description:
The device was used during a total gastrectomy procedure. Reportedly, the safety would not release which prevented the device from firing. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.